Manufacturer narrative:
Off-label, unapproved or contraindicated use (aortic neck length) .

Event description:
Additional information received reported that a type ii endoleak was observed and was assessed by the investigator to be device but not procedure related. A secondary intervention was performed. An embolization was done and a covered vascular stent graft was also implanted in the left subclavian artery. This reportedly resolved the type ii endoleak. A proximal type I endoleak was then identified. A secondary intervention was performed to treat the type I; however, the embolization treatment was unsuccessful and the event is continuing. The investigator assessed the type ia endoleak as not procedure but device related. The proximal aortic neck diameter was 25mm and 10mm in length.

Event description:
Additional information received as follows: it was reported that the patient had an aneurysm rupture. An embolization using endovascular glue and coils were performed and the event was resolved. The investigator assessed the aneurysm rupture to be not related to the device and not related to the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for in a patient for the endovascular treatment of a 65 mm in diameter thoracic aortic aneurysm in zone 2. It was reported that the patient had a contrast CT. The aneurysm was 76 mm in diameter. A type ia endoleak was observed on CT. The patient had a secondary intervention by embolization of the type I endoleak in the aneurysm and positioning of covered endoprosthesis in the left sub-clavian artery. The patient will be monitored. The investigator assessed this event as procedure and device related. No additional clinical sequelae were reported and the patient will continue to be monitored.

Event description:
Additional information reported that the event is related to patient anatomy.